Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 april 2025, senseonics was made aware of an incident where user had persistent sensor signal problem. The user has to push very hard on his arm to get any kind of signal.after escalation to next level support the user was referred to hcp to discuss next steps, such as removal and replacement of the sensor.

Manufacturer narrative:
This case was created from associated case where the user had to go back to the hcp for an additional procedure because "the user has to push very hard on his arm to get any kind of signal". The issue was escalated to next level support and the user was recommended to visit the hcp to discuss next steps such as removal and replacement. Sensor was able to be removed without complication. The returned sensor was placed 12 mm near the transmitter and there was a good and stable signal detection from the app and an excellent and stable signal when the sensor was held right against the transmitter. No malfunction was observed with the sensor to transmitter connection. Review of the alert history confirmed that the user frequently received no sensor detected alert since insertion. A diagnostic upload was provided by the customer and no issues were found with the sensor or the transmitter. Per the case notes the user he has to push very hard on his arm to get any kind of signal. The user's issue was likely appropriate placement of the transmitter over the sensor. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 19.